Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the smart pass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled multiple times. Technical services (ts) discussed signal amplitudes appeared to be small. Additional information was received that t wave oversensing was observed that there was a large shift in morphology, then signal amplitude was tiny with t wave oversensing, resulting in an inappropriate shock. This patient was seen and this s-ICD was reprogrammed to secondary vector. Numerous postural tests were performed, mimicking the position they were in at the time of shock and no degradation in amplitude was observed. In performing isometrics testing there was muscle noise. This s-ICD remains in service and programmed to secondary. No adverse patient effects were reported.

Event description:
It was reported that the smart pass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled multiple times. Technical services (ts) discussed signal amplitudes appeared to be small. Additional information was received that t wave oversensing was observed that there was a large shift in morphology, then signal amplitude was tiny with t wave oversensing, resulting in an inappropriate shock. This patient was seen and this s-ICD was reprogrammed to secondary vector. Numerous postural tests were performed, mimicking the position they were in at the t time of shock and no degradation in amplitude was observed. In performing isometrics testing there was muscle noise. This s-ICD remains in service and programmed to secondary. No adverse patient effects were reported.

Manufacturer narrative:
Correction to bsc aware date from 07/13/2021 to 06/06/2023.